Event description:
The anchor broke during insertion. Anchor was below the surface of the bone when it broke and the sutures remain intact with the inserter. The surgeon did pre-drill using a drill and drill guide. Surgical malfunction report confirms that the broken portion of the anchor remains in the patient. Surgeon experience a 15-minute delay in the procedure (shoulder instability) as a result. It was reported that the surgeon inserted 4-anchors during the case.